Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It is reported that the patient was implanted in 2006. The patient complained of pain. The mesh was prophylactically explanted. The mesh was reported to appear normal, only slightly wrinkled.